Event description:
It was reported that a cartridge did not fit onto the pump, and the pump battery was depleting quickly. Additionally, the customer had an unspecified alarm. There was no reported adverse effect to the customer's blood glucose level. Reportedly the customer continued to use pump for insulin therapy; however, no additional patient or event information regarding the issues were available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.